Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted with worsening shortness of breath and hypercarbic respiratory failure secondary to worsening right ventricular failure. On admission, it was suspected the patient's right ventricular failure had lead to worsening left sided heart failure. The chest x-ray showed diffuse pulmonary edema and bilateral effusions. Lvad speed was increased from 5600 to 5800 rpm. The patient was presenting warm and wet. Milrinone and lasix drips were initiated and the patient continued on bipap. The patient was unable to be weaned from bipap, so the patient was transferred to the ICU. The patient required ventilator support. The course was complicated by bilateral pleural effusions (status post tube placement), respiratory syncytial virus, healthcare-associated pneumonia, acute right cerebellar infarct, hypernatremia, and altered mental status. The decision was made to pursue comfort measures and withdraw the ventilator. The patient expired from hypoxic respiratory failure on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, respiratory failure, cerebellar infarct, and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The heartmate 3 lvas IFU lists right heart failure, respiratory failure, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, respiratory failure, cerebellar infarct, infection, patient conditions, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. The heartmate 3 lvas IFU lists right heart failure, respiratory failure, stroke, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure, respiratory failure, stroke, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended inr range. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.